Event description:
Additional information provided the tooth abscess was caused by bacterial infection.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.2., b.5., b.7., d.10., h.6.

Event description:
Additional information reported patient was treated with levofloxacin for pneumonia (not device related), and event resolved four days after onset. Patient was prescribed amoxicillin (5 days) for tooth abscess (not device related), and event resolved six days after onset.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number rm 6003 ld 19e69-c. Clarification to d.4.: lot number 0452202, catalog number f202. A review of the device history record has been completed. No deviations or non-conformances noted. Corrected data: b.3., b.6., section c. Suspect product, d.3., d.4., g.1., h.4., h.6.

Event description:
Healthcare professional reported injecting a clinical patient in the cheek with 5 ml of harmonyca lidocaine. 15 days later, patient experienced non-device related events of tooth abscess, back injury, and pneumonia. 10 days later, patient then experienced non-device related bronchitis. Additional information reported patient was treated with levofloxacin for pneumonia (not device related), and event resolved four days after onset. Patient was prescribed amoxicillin (5 days) for tooth abscess (not device related), and event resolved six days after onset.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of bronchitis, pneumonia and tooth abscess are deemed not device related, but considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a clinical patient in the cheek with 5 ml of harmonyca lidocaine. 15 days later, patient experienced non-device related events of tooth abscess, back injury, and pneumonia. 10 days later, patient then experienced non-device related bronchitis.